Event description:
The customer contacted baxter?s technical service center to report an odor emanating from a homechoice (hc) device. The home patient (hp) stated he went through set up, the hc made a noise and stopped working. He stated he smelled an odor earlier in the day and thought it was his computer, but now thought it must have been the hc. The hp unplugged the hc and removed the procard to use in the replacement hc, but was unable to open the door to remove the cassette. The baxter technical support representative (tsr) initiated a swap of the device. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). The customer contacted baxter's technical service center to report an odor emanating from a homechoice (hc) device. The reported issue was not confirmed. The assignable cause was undetermined. The device was sent for servicing.